Event description:
It was reported that a revision surgery was performed due to a dislocation and acl rupture. All implants were replaced.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.